Event description:
It was reported that after unpacking a 3.5x15 multi-link vision stent delivery system (sds), during an attempt to insert the proximal end of a non-abbott guide wire into the distal tip of the multi-link vision, the guide wire was difficult to insert into the multi-link vision tip, and was ultimately not inserted, and the balloon tip was noted to be kinked and damaged. A non-abbott device was used to complete the procedure. The device was not used in the patient and there was no occurrence of a clinically significant delay. Returned goods lab received the device with peeling at the distal end of the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported collapsed tip was confirmed; however, the kink to the tip was not confirmed. The reported difficulty to insert could not be tested due to the condition of the returned tip. The balloon material was shredding at the distal balloon taper. Information was received stating there was no report of the balloon material being damaged, thus suggesting the shredding most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Based on visual analysis of the returned stent and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.